Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Di not available as product was manufactured on or before september 23, 2014.

Event description:
It was reported that the pulse generator exhibited premature battery depletion. The right atrial lead had high threshold, but it was stable. The device was explanted and replaced. The lead was being reused. The patient was discharged after the procedure.